Event description:
There was an allegation of questionable total protein (tpuc3) results for one patient from the cobas 8000 c702 module compared to another c702 module. The initial results were 50.0 mg/dl and 51.43 mg/dl. The repeat results on another c702 module were 33.0 mg/dl and 33.9 mg/dl. The repeat results from another c702 module in another laboratory were 48 mg/dl and 49 mg/dl.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
D4 expiration date was updated. A general reagent issue was excluded since calibration and qc data were acceptable. An interference was unlikely because the reaction monitor for the discrepant result was inconspicuous. The investigation did not identify a product problem. The specific cause of the event could not be determined.